Event description:
It was reported that a patient's implantable neurostimulator (ins) was "not working and very painful." The patient alleged that the doctor put the device in "wrong." The patient has a different physician that told her to turn the ins off, but she did not know how. It was stated that the patient was going to have her ins replaced and she was just waiting for her insurance company to approve the surgery. It was reported that the area around the ins is swollen and the patient felt like the "wires were surfacing." The patient felt "shooting pain down her right leg and into her right kidney."

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v962972, implanted: (B)(6) 2012. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the implantable neurostimulator (ins) was removed on (B)(6) 2013 and a new ins was implanted on (B)(6) 2013. Any additional information received will be included in a supplemental report.